Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 0.8 mmol/l and 9.2 mmol/l. No actions taken based on device results. No adverse event reported. On a different day, reporter stated that customer received the following results on the mobile system within 1 minute: hi (result > 33.3 mmol/l) and 9.2 mmol/l. The customer took 5 units of novorapid insulin after the hi result. After the result of 9.2 mmol/l the customer's parents gave her sweets and syrup equaling 100 carbs. No symptoms reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.